Event description:
Information received from the field notes that a routine follow-up found that the device exhibited loss of capture and sensing even when the pulse generator was programmed to maximum output. The patient was asymptomatic. X-rays showed that the helix was partially extended.